Manufacturer narrative:
The primary complaint was confirmed during functional testing and archive data review of the returned autopulse platform. The root cause of the issue was due to a defective load cell single point. During initial functional testing, the user advisory (ua) 7 appeared upon powering on the platform. Multiple ua 7 were recorded from (B)(6) 2017. No other errors or faults were observed. After the defective load cell was replaced, the platform was re-evaluated. The device passed functional testing with no faults found. Visual inspection was performed and found (unrelated to the complaint) the head restraint wire frayed/cut, the lifeband clip unable to lock in place, and a sticky clutch. To ensure that the autopulse platform is functional without issue, the top cover and belt clip retainer were replaced and the clutch plate was deburred. The autopulse platform is a reusable device and was manufactured in march 2015. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The platform passed all final testing criteria.

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) during patient use. The responding team was unable to clear the ua message. Ultimately, the responding team reverted to manual CPR. There was no report of patient consequence as a result of the reported issue.